Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during combination of cataract vitrectomy surgery an ophthalmic probe could not be inserted into the cannula. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The probe was returned for this investigation for evaluation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and two potential contributing factors to the reported complaint were identified. A review for complaints reported against this lot/batch/serial number was performed. Potentially relevant complaint(s) were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. The probe was received for this investigation for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. Trocar testing was performed and revealed excess adhesive on cannula-nitinol junction. The root cause of the reported event is attributed to excess adhesive on cannula-nitinol junction. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).